Manufacturer narrative:
(B)(4). The analysis results found that the blade was not properly aligned to the tissue pad. The device was tested with a generator and was functional, however, chirping noise was heard coming from the instrument. The instrument was disassembled and it was found to have thermal damage at the shrouds and insulated pin interface. This damage could have resulted from not torquing the instrument properly to the hand piece; resulting in excessive heat generation and noise to be heard.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a thyroidectomy procedure, the product presented noise and heat. The blade tip was hot. Unknown how case was completed. There were no adverse consequences for the patient.